Manufacturer narrative:
Insulin pump was received button error alarm due to corroded keypad traces. No scrolling numbers anomaly noted. Insulin pump passed displacement test, operating currents, self-test, and off no power test. No unexpected low battery alarm noted. Insulin pump was received with scratched lcd window. Unit was received with cracked case display window corner. Insulin pump was also received with cracked reservoir tube lip, missing end cap sticker, and broken belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 73 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis. The customer...